Event description:
In 2003 an emergency dept physician questioned the result of a qualitative serum pregnancy test on a pt. The qualitative test was interpreted by 2 different technologists in the lab and both agreed the signify hcg device was indicating that the pt had a positive pregnancy result. The pt's serum was analyzed for a total hcg on the beckman access analyzer. The result here was 0.13 miu/ml (which indicates negative). The physician alerted the lab the following day that he was concerned about seeing an increase in false positive qualitative pregnancy results in approximately the last month or so. He expressed his concerns to a dr in pathology. Reporter called genzyme diagnostics for a technical consultation to determine if facility had some kit(s) that may not be performing to specification. Reporter spoke with a person at genzyme. They indicated that since the signify hcg had been modified from a polyclonal to a monoclonal antibody for the test reaction, the company has seen an increase in false positive results. He said that human heterophilic igg antibodies have been reacting at the active test site and causing the false positives to occur. They indicated that genzyme has reformatted the test slightly to stop all human immunoglobulins before they can reach the test site and, therefore, eliminate the human antibodies from causing the false positive reading. Reporter indicated that the facility wanted some of the reformulated kits asap and he said he had six kits he could send immediately. They said that the kits the facility had on hand (lot number 06810m200) were acceptable to use for qualitative urine pregnancy testing. Reporter's records show that the facility has had three lot numbers of the monoclonal antibody kits: 03399m200, 03403m200, 06810m200. The company had not issued a notice concerning the increased incidences of false positive results to this lab as of sept 2003. Without the notification of the emergency dept physician, facility would have been unaware of this issue. Facility's quality control and proficiency testing performance would not alert facility to any issues of this type with the product.